Event description:
It was reported that during usage of bd vacutainer® urine analysis preservative tube they ha dthe stopper creep out or loose clsoure. The following was reported by the initial reporter: customer is experiencing higher than normal error rates on their sysmex platform due to an issue with the bd vacutainer tubes/caps that appeared spontaneously within the last week. Their investigation reveals caps that are slightly slanted, and smaller in diameter than previously experienced. Most caps looked like the picture included in the attached email, and are narrow, tapered, and taller. It was reported by the customer that there is decapping issues with tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that during usage of bd vacutainer® urine analysis preservative tube they ha dthe stopper creep out or loose clsoure. The following was reported by the initial reporter: customer is experiencing higher than normal error rates on their sysmex platform due to an issue with the bd vacutainer tubes/caps that appeared spontaneously within the last week. Their investigation reveals caps that are slightly slanted, and smaller in diameter than previously experienced. Most caps looked like the picture included in the attached email, and are narrow, tapered, and taller. It was reported by the customer that there is decapping issues with tube.